Manufacturer narrative:
(B)(4). Batch # m55w27. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a thoracotomy procedure, the device was closed down and fired on the pulmonary artery. Before removing the device, the pulmonary artery was transected. When the device was released, none of the staples had formed. The surgeon clamped the vessel and used suture to achieve hemostasis. The volume of blood loss was minimal and did not alter the course of the procedure. No blood products were required. The procedure was completed with no harm to the patient.

Manufacturer narrative:
(B)(4). Date sent: 8/1/2016. Batch # m55w27. The analysis results showed that the tx30v device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.